Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of aneurysm, when opened the box during preparation, found the coil had been separated. The physician replaced the same size of coil and procedure was completed successfully. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device available for evaluation - additional information. Type of follow up - device evaluation. Device evaluated by manufacturer- additional information: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil found damage, stretched with the polypropylene filament intact and detached from the pushwire. The pushwire was found broken into two segments, but retained together by the release wire. The release wire was found pulled out. The proximal segment of the pushwire the tack weld replacement (twr) crimps were found intact. The distal segment of the pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube) within the introducer sheath. Additionally, the pushwire found bent at the proximal end. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the analysis findings and the reported event details, the implant coil likely detached from the pushwire due to pulled the release wire. All coils are 100% inspected for damages and irregularities during manufacture.